Manufacturer narrative:
E1. Zip code continued: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported through company representative "recurrent capsular contracture (baker 3)". This record is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a.2., a.4., b.5., d.1., d.2a., d.2b., d.4., h.4., h.6., h.11.

Event description:
Healthcare professional reported through company representative "recurrent capsular contracture (baker 3)". This record is for the right side. The device was explanted.